Manufacturer narrative:
The reported event that a screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of breakage could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some possible root causes are, but not limited to: the fact that explantation of screws is typically more difficult than the insertion of screws. No torque limiters used during insertion of locking screws and too strong tightening of the screw into the plate. Good bone conditions / good bone healing and "late" explantation. Important usage factor of the reported device, which could affect its integrity. Bad processing of the device during cleaning and sterilization phases, which could affect its integrity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device not available to stryker.

Event description:
During axsos surgery, the surgeon tried to extract a once inserted locking screw from a plate in order to correct the insertion angle, but the screw got stuck to the plate and the screw driver tip was broken when applying a force. The broken tip was removed from the patient and the screw was attempted to extract with another screw driver but it failed. Ultimately, the screw was removed together with the plate and they were exchanged with other new ones, the surgery was continued with them.